Event description:
It was reported that during preparation of a triclip xtw, the clip continuously opened to roughly 120 degrees while establishing final arm angle (efaa). Troubleshooting was performed, but the issue continued to occur. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported clip open while establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult to open or close associated with clip open while establishing final arm angle (efaa) is determined to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip xtw, the clip continuously opened to roughly 120 degrees while establishing final arm angle (efaa). Troubleshooting was performed, but the issue continued to occur. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.